Manufacturer narrative:
The eval included a visual examination and tesing for patency, pressure/flow charateristics, preimplantation pressure and siphoning. White crystalline deposits were seen on the exterior of both upper and lower delta chamber diaphragms and in the membrane seat area. The product met co specifications for patency, siphoning and preimplantation pressure, but did not meet specifications for pressure/flow characteristics at all ranges tested. The functionality of the valve was most likely affected by the presence of the foreign material in the membrane seat area.

Event description:
When tested, the valve did not hold pressure.